Event description:
It was also reported that the low impedance and oversensing has continued. The device was reprogrammed to aair with no ventricular backup and remains in use.

Event description:
It was also reported that a remote transmission shows an episode of noise on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has had gradually decreasing impedance and is now low. There is also oversensing, high threshold and a possible insulation breach. The physician has chosen to monitor the lead and not replace it at this time. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).